Event description:
No additional information received it was reported that the male luer of mz5303 was connected to an introcan safety implanted in a peripheral vein, and the female side (mixing part) of mz5303 was connected to an infusion continuation set (terumo "sure plug ad extension tube") for continuous IV infusion of nitroglycerin with a syringe pump, and infusion was started. Later, the nurse confirmed that the female side (mixing part) of the mz5303 and the extension tube were disconnected (drug solution was leaking onto the bed sheet). After disinfection, the female side (mixing section) of the above mz5303 (same product) and the same extension tube were disconnected, and another attempt was made to connect them, but even when the male side of the extension tube was strongly twisted and tightened to the female side (mixing section) of mz5303, the septum of the female side (mixing section) of mz5303 bounced back strongly and did not lock (did not close tightly). The septum did not close tightly.) But between the time when we confirmed that there was a chemical leak on the sheets, we disinfected the same items, and then reconnected them. '') states that ``the chemical solution was approximately 5 cm in diameter,'' but the meaning of this statement is unclear. When I looked at the recovered item, I noticed that about 5cm of brown substance was staying in the tube starting from the tip of the male lure and toward the female side (mixed injection part), unknown.

Manufacturer narrative:
One mz5303 sample was received for investigation; no packaging was received and the set was contaminated with some residual blood on the male luer. No connecting product was received with the sample. The customer reported that they were unable to connect a terumo sureplug ad extension tube to the maxzero as they experienced bouceback when attempting to connect the luer. A visual inspection of the returned samples did not identify any product defects or manufacturing issues which could have caused or contributed to the customer's experience. Functional testing confirmed the connection between the maxzero and other bd products from stock remained secure when connected; no inadvertent disconnection occurred throughout testing. Furthermore, no leakage was observed from any part of the infusion set throughout pressure testing. The details of this feedback were forwarded to the manufacturing site for investigation. In this instance, a definitive root cause could not be identified as testing of the returned samples did not identify any product defects or quality deviation that could have contributed to the customer¿s experience. A lot number was not provided as part of the investigation; however a review of the laser ID 230615a04 from the maxzero component confirmed a possible lot number to be either 23039125 or 23039126. A review of the production records for potential lots did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature.

Event description:
It was reported that bd maxzero multi-fuse pressure rated extension set with needleless connector separated the following information was received by the initial reporter with the following verbatin: it was reported that the male luer of mz5303 was connected to an introcan safety implanted in a peripheral vein, and the female side (mixing part) of mz5303 was connected to an infusion continuation set (terumo "sure plug ad extension tube") ¿ for continuous IV infusion of nitroglycerin with a syringe pump, and infusion was started. Later, the nurse confirmed that the female side (mixing part) of the mz5303 and the extension tube were disconnected (drug solution was leaking onto the bed sheet). After disinfection, the female side (mixing section) of the above mz5303 (same product) and the same extension tube were disconnected, and another attempt was made to connect them, but even when the male side of the extension tube was strongly twisted and tightened to the female side (mixing section) of mz5303, the septum of the female side (mixing section) of mz5303 bounced back strongly and did not lock (did not close tightly). The septum did not close tightly.) But between the time when we confirmed that there was a chemical leak on the sheets, we disinfected the same items, and then reconnected them. '') states that ``the chemical solution was approximately 5 cm in diameter,'' but the meaning of this statement is unclear. When I looked at the recovered item, I noticed that about 5cm of brown substance was staying in the tube starting from the tip of the male lure and toward the female side (mixed injection part), unknown.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed